Event description:
It was reported that the patient underwent a spinal cord stimulation trial lead implant procedure where the leads were placed with difficulty. The following morning, the right ankle of the patient felt more sore than normal. Low impedances were displayed on the leads, however, the device was successfully programmed. Several days later, the patient experienced a headache and heavy legs. X-rays taken displayed that the leads were placed intrathecally and needed to be removed. Therefore, the physician immediately removed the leads. The patient was admitted to the hospital for observation and evaluation of the cerebrospinal fluid (csf) leak resulting from the dural puncture. Subsequently, the patient received a blood patch treatment and was recovering normally. The ankle soreness was assessed to possibly be due to the positioning on the table during the procedure. The leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion 16. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: (B)(6).